Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
A significantly elevated shock impedance following the generator replacement performed on (B)(6) 2026, was reported. Hmsc data also indicates an increase in short rv intervals. Lead remains implanted. No adverse events have been reported. Should additional information become available, this file will be updated.